Event description:
It was reported that during a percutaneous coronary intervention procedure, difficulty in catheter removal occurred. The 90% stenosed target lesion was located in a moderately tortuous apical left anterior descending coronary artery. A nc quantum apex mr 12mm x 2.50mm balloon catheter was used to pre dilate the lesion. A non bsc stent was implanted. The same nc quantum apex balloon was inflated to 20 atm to post dilate the lesion. Severe resistance was encountered withdrawing the balloon catheter while inside a non bsc guide catheter. The nc quantum apex and the guide wire were removed together. It was noted that the guide wire exit port on the balloon catheter was flared. The procedure was completed by exchanging the balloon catheter to a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. The balloon was deflated. There was no damage to the catheter. The outer diameter (od) of the distal shaft meet specifications. A .014" guide wire was loaded into the tip and advanced completely through the wire lumen of the catheter. The catheter was advanced through a 5f guide catheter without encountering any unusual resistance. The reported resistance was not confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, difficulty in catheter removal occurred. The 90% stenosed target lesion was located in a moderately tortuous apical left anterior descending coronary artery. A nc quantum apex mr 12mm x 2.50mm balloon catheter was used to pre dilate the lesion. A non bsc stent was implanted. The same nc quantum apex balloon was inflated to 20 atm to post dilate the lesion. Severe resistance was encountered withdrawing the balloon catheter while inside a non bsc guide catheter. The nc quantum apex and the guide wire were removed together. It was noted that the guide wire exit port on the balloon catheter was flared. The procedure was completed by exchanging the balloon catheter to a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).